Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her husband¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue began on (B)(6) 2017 and that the patient had obtained results of ¿236 and 377mg/dl¿ on the subject meter which he felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with victoza and tresiba and the reporter could not specify if he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that ¿two to three weeks¿ after the alleged issue began the patient developed symptoms of ¿fatigue, agitation, sleeping all the time and not feeling well¿ and stated that the patient took an ¿additional medication¿ however could not specify what. During troubleshooting the cca noted that the meter was set to the correct unit of measure. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.